Manufacturer narrative:
The specific date is unknown. The cycler was returned for evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. Simulated use testing was completed without failure. Mechanical testing passed with no issues. An interior inspection showed no signs of dried fluid or issues. The event of slow draining could not be reproduced. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported an unrelated event of draining slowly. While in discussion with technical support the patient reported he was scheduled for a hernia repair procedure. The patient requested that the cycler be replaced and a replacement was made. During follow up the patient's nurse reported that the patient developed an umbilical hernia around (B)(6) 2017 (specific date unknown) and was scheduled for a hernia repair on (B)(6) 2018. The patient did not experience incarcerated hernia. The patient was last reported to be continuing peritoneal dialysis without complications.